Manufacturer narrative:
X-rays, operative report and picture were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a acetabular liner and biolox, 32/+7, taper 12/14 head on the right side on (B)(6) 2015 and the patient underwent revision surgery on (B)(6) 2017 due to pain and loosening where the acetabular cup, liner and head were revised.

Manufacturer narrative:
Additional information has been requested and is currently not available. No trend considering the following event is identified: revision due to pain. Device history records (DHR): the device manufacturing quality record indicate that the released component met all requirements to perform as intended. Event summary: a male patient at the age of (B)(6) underwent initial right tha on (B)(6) 2000. On (B)(6) 2015, head and liner were revised. During that revision surgery biolox option head xl, 32/+7, taper 12/14 was implanted. Later on (B)(6) 2017, patient underwent second revision surgery due to pain and loosening. Acetabular cup, liner and head were revised. Review of received data: picture of the explanted products and some tissue is received. Pe liner, ceramic head and metallic shell are seen to be covered with blood. The head seems to be intact. Only some slight metal transfer in form of scratches is present on the articulating surface of the head. The liner seems to be worn from the articulating surface at the rim. The shell seems to have slight bone on-growth on the outer surface. Ap view pelvis, ap view right hip and lat view right hip x-rays dated (B)(6) 2017 were received. Acetabular cup loosening is seen. Cup with a very steep angle of inclination. Eccentric position of femoral head within acetabular cup. Initial tha report dated (B)(6) 2000: diagnosis: osteonecrosis right hip. Operation: right tha implants used: zimmer nex-gen ver-sys beaded mid-coat stem size 12 with a 28 mm head +0 neck. Zimmer trilogy acetabular shell with spike, size 52 mm. 7 mm offset polyethylene, 2 mm press fit. Report does not convey any valuable info for the investigation of the biolox head. Office visit notes dated (B)(6) 2015: bilateral hip pain afte bilateral tha. Over the past 2-3 years he had some increasing discomfort especially on the right side. Post operative radiographs taken that day reveal good prosthesis alignment, no evidence of prosthesis loosening. There is obvious wear of the right acetabular liner with some periacetabular and femoral ostial lysis in zones 1 and 7. The components appear well fixed. Plan: failing right total hip arthroplasty related to polyethylene wear and underlying ostial lysis. Revision surgery discussed. Revision surgery notes dated (B)(6) 2015: diagnosis: failed right total hip arthroplasty, atrophic right hip scar. Procedure: hip was taken through a range of motion. He was impinging ith full extension and external rotation and there was a scalloped out area of the polyethylene liner. Hip dislocated and the femoral head disimpacted. It was noted to be in excellent condition. Minimal corrosion, if any of the head or trunion. There was significant eccentric wear of the liner as expected. Well fixed acetabular component. Surgeon considered the abduction angle of the acetabular component, which he felt was a little bit much, and he considered revising ; however, the tradeoff tor that would be removing a well-fixed cup which can be fraught with some difficulty in order to improve on the hip that has lasted and done well in a young patient tor approximately 15 years. In addition, with some additional length there was no further impingement posteriorly and with hxlpe and a ceramic femoral head he felt that wear and osteolysis would be improved. Trailed with 32mm liner and 32mm +7 femoral head. He was stable at full extension and 30 degrees of external rotation without impingement and at 90 degrees of flexion, he would come to approximately 40 degrees of internal rotation before the hip would stop internally rotating. There was no impingement of the components anteriorly. Surgery completed with no problems noticed. Office visit notes dated (B)(6) 2017: patient has groin pain for about 2 years. Post operative radiographs taken reveal acetabular component with increased abduction from previous surgery. No fractures, no subluxations/dislocation. Plan: acetabular loosening, right side. Patient has increased abduction . Acetabular component revision recommended. Patient has groin pain for about 2 years. Revision surgery details discussed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as according received information device was discarded at the hospital. Review of product documentation: the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Conclusion summary: patient underwent a revision surgery of the right thr on (B)(6) 2017 due to pain and loosening. The pre-operative office notes and x-rays were reviewed. It has been shown that the revision surgery was due to acetabular cup loosening as confirmed by the notes and the x-rays. Further, there is no sign that the ceramic head played a role in the loosening of the cup. No problems related to the ball head noticed in the received xrays and photo. Moreover, pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis for pain regarding the ceramic head is therefore not possible. For the reason of loosened cup leading to revision surgery, the investigation of the case involving the other components of thr will be covered in warsaw split case (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(6) considers this case as closed. Zimmer`s reference number of this file is (B)(4).